Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that for probably at least a month they have been going to the bathroom almost every hour at night when they are trying to sleep. Patient also added that they were hoping it would calm down, but it hasn't. Caller requested assistance in making an adjustment to their therapy settings. Agent walked caller through connecting the handset and communicator to the implant. Caller was able to increase stimulation to a comfortable level. Patient to monitor the issue and redirected to hcp if it persists. 2025-12-16 additional information was received from the patient (pt). They reported that nothing has improved with the therapy since they last called. The patient mentioned that before they got the ins they got up once or maybe twice to use the bathroom at night, but now they get up four times a night. The patient added, "it's not like I'm peeing a lot." The patient noted that they st op drinking liquids at 7:00 pm. The patient mentioned that they full-on pee their pants in public because they get a message in their brain that tells them to go to the bathroom before they can make it there in time. The patient asked if the ins should be sticking out. The patient mentioned that it felt like there was a ridge at the ins site when they sit, and the ins site hurt for about a week after they had sex. The patient said they put bandages on the ins site along with lidocaine to stop the burning. The patient's managing health care provider (hcp) advised the patient to see a pt person, so the patient had an appointment with the pt person around august first but the pt person didn't know anything about the ins. The patientwas redirected to their hcp to further address their concerns, but the patient was unhappy with the lack of care they received from the managing hcp. Agent re-opened the case and emailed physician listings. The patient connected to the ins during the call and confirmed therapy was turned on with amplitude set to 0.8 ma on program 2. The patient decided to increase the amplitude to 1.0 ma and confirmed they felt comfortable stimulation. The patient will maintain stimulation level and continue to monitor symptoms. The patient has an appointment with their managing hcp on (B)(6) 2025, but the patient wasn't sure if they'll keep the appointment.